Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hex ends of the driver have broken off the driver shaft. No other information supplied. Please note that the broken pieces were not returned to engineering. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Two (2) skyline spring clip drivers [product code: 2868-30-300] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fractures were located at the drivers¿ distal tips within the working ends of the drivers¿ shafts. The broken tips were not returned for analysis. Devices were then sent to (B)(4) research engineer for fracture analysis. The fracture analysis report suggests that the drivers underwent quasi-static torsional shear failures. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the skyline driver tips becoming broken cannot be positively determined. However, the fracture analysis report suggests that the drivers underwent quasi-static torsional shear failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.